Event description:
Our rep is reporting that during insertion of an anchor, the drill bit was wobbling around the inside of the drill guide, leaving metal shavings in the pt's joint. The surgeon suctioned out the shavings without further incident or harm to the pt. He finished using the drill bit before he suctioned out the shavings, therefore, no further intervention was necessary to complete the case. The rep states that she could see the drill bit wobbling around the drill guide and when placed on a flat surface, the bit wobbles as it rolls.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitex complaints system for other similar complaints for this part. However, this type of damage is due to excessive mechanical force. At this time, we believe this to be a user technique issue. The surgeon retrieved the metal shavings from the joint and there were no pt consequences. However, if this was to recur and the shavings were not retreived from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any other definitive root cause outside of our initial hypothesis, a follow-up report will be filed.